Manufacturer narrative:
No unexpected button error alarms noted. Displacement test was not performed due to unresponsive keypad. No button response on the down arrow button due to corroded keypad traces noted. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed for button error. The alarm could not be cleared. Blood glucose reading at the time was 140 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.